Event description:
The reporter claimed the animas pump had an intermittent power issue after the patient was unable secure the battery cap on the pump. Reportedly, the animas pump rebooted 10-15 times during the middle of the night. The patient's blood glucose was elevated to 400 mg/dl. The patient was feeling nauseated. He was able to take insulin via syringe to correct his blood glucose to 371 mg/dl. He was feeling better after taking the reported insulin via syringe. Troubleshooting revealed a damage battery cap. This complaint is being reported because the patient reportedly had elevated blood glucose with symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).